Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. This event report is related to three separate products and associated with MDR's.

Event description:
It was reported by the clinic that the patient expired during pd treatment or just after. It was reported that prior to the event, the patient had been hospitalized for cardiomyopathy, was transferred to a rehab facility and was released on (B)(6) 2014. Additional information has been requested.